Event description:
Customer alleged seat cracked. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat on the 65851b rollator allegedly cracked. A replacement seat has been ordered on warranty order #8(B)(4). No injury. No RMA has been issued for this incidence.